Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32115. It was reported that the patient lost right sided motor skills temporarily during a lead migration procedure (related manufacturer reference number: 1627487-2020-31768) on (B)(6) 2020, leading the physician to pull the system and abandon the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.